Event description:
The manufacturer received information alleging an issue related to a device's sound abatement foam. The patient alleged black contaminants on the back of bipap device. The patient alleged having nausea, lightheadedness, headache and sore throat. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging black contaminants related to bipap device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The internal and external aspect of the device was inspected and the manufacturer observed presence of dust/dirt contamination found on the air inlet cover, modem port, at the p4 connector, iso port, air inlet, the top/bottom casing, front panel, blower box, and on the motor casing/impellers, was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath, suggests a source external to the device. Slight black contamination at the blower seal of the blower box appears consistent with the keratin contamination was observed by he manufacturer. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found no error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation, keratin and dust contamination was observed and are consistent with being from an external source. Section d8, d9, h2, h3 and h6 were updated in this report.